Event description:
Customer reportedly received results of 81 mg/dl and 167 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Upon follow-up with customer, customer indicated that all strips had been consumed and product was not available to return. Device will not be returned.